Event description:
It was reported that during testing at the user facility, the device was determined to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during testing conducted by at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing , no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.